Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap bilateral salpingo-oophorectomy (bso) converted to open. Event description: the case was converted to open due to the adhesions present and difficult patient anatomy. The trocars were removed from the abdomen and the case continued as an open case. At the end of the case a retention disk was found in the patient's abdomen during the count. The retention disk was removed from the patient's abdomen. No patient injury occurred. The trocar and retention disk are available for return. Type of intervention: the retention disk was removed from the patient's abdomen. Patient status: no patient injury or illness occurred associated with complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the retention disk had detached from the cannula. The retention disk and cannula were measured and were found to be within specifications with no visible non-conformances. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up on medwatch report #0501160000-2020-8003.

Event description:
Procedure performed: lap bilateral salpingo-oophorectomy (bso) converted to open. Event description: the case was converted to open due to the adhesions present and difficult patient anatomy. The trocars were removed from the abdomen and the case continued as an open case. At the end of the case a retention disk was found in the patient's abdomen during the count. The retention disk was removed from the patient's abdomen. No patient injury occurred. The trocar and retention disk are available for return. Medwatch (uf/importer report #0501160000-2020-8003) received via mail on 14oct2020: product problem reported. Date of event is (B)(6) 2020 and the date of the report is september 2020. Device is cff03 with lot #1385173. "During surgical procedure, blue ring on trocar dislodged from device, retrieved." Type of intervention: the retention disk was removed from the patient's abdomen. Patient status: no patient injury or illness occurred associated with complaint event.